Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2018-sep-19 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and pancreatitis. It was reported that on (B)(6) 2018, the patient called complaining of increased pain, nausea, sweating, and vomiting for the past 72 hours. The patient could feel fluid around the pump, and couldn't tell if she felt her boluses or not because she felt to terrible. Per the hcp, the patient was added to the schedule for a catheter dye study (cds) the following day. On (B)(6) 2018, the dye study was normal. During examination, the hcp found evidence of fluid collection over the pump pocket site, and aspiration of the seroma was performed. The patient was sent for a blood draw due to possible infection, and was then sent to another hospital with a diagnosis of sepsis. The hospital requested contact information for the managing hcp to discuss the plan of care (poc). The entire system was explanted without replacement on (B)(6) 2018. It was noted that the event required in-patient or prolonged hospitalization. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. The outcome indicated the event was unresolved at the time of study exit/death/study closure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was sepsis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the subject was exited from the study on 2018 (B)(6) and the reason for the exit was all enrolled products were inactive. The patient's baseline weight was (B)(6)pounds. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving fentanyl 2000mcg/ml for a total dose of 524.8mcg/day and bupivacaine 5.8mg/ml for a total dose of 1.5218mg/day. No further complications were reported/anticipated.